Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/24/2024, it was reported by a sales representative via phone that an ar-2260bc implant delivery system had an issue during a distal biceps repair procedure on (B)(6) 2024. The biocomposite screw in the kit would not screw into the bone; it would not seat. The screw was removed in one piece from the patient, and nothing broke inside the patient. Another ar-2260bc implant delivery system with the same lot number was used to complete the procedure successfully with no harm to the patient. There was no case delay, and no additional anesthesia was administered. The complaint device was discarded, and no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.